Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms 22. The customers blood glucose (bg) level was impacted (280 mg/dl) the customer took a correction bolus to stabilize bg level. The contact stated that the button may have possibly been pressed on continuously because customer usually leans on back and the pump is placed on back as well. However, it was not confirmed.